Manufacturer narrative:
The customer called to report a (B)(6) result with a (B)(6) confirmation test, but was unable to provide any specifics. The kit's lot number was not provided for a specific investigation. The sample was not returned. For further testing, and no additional information such as medical history was provided.  A review of complaint trends reveal that all of the determine combo lots are performing according to label claims.

Event description:
A customer reported (B)(6) results with the alere determine hiv 1/2 ag/ab combo, with a (B)(6) confirmation test. No additional information such as medical history was provided. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4), inc.; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4).